Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use at this time and there was no harm to user or patient. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to the remote service engineer (rse) that the system was unable to perform exposure. The philips engineer suggested an onsite service, but the service quote has been cancelled by the customer and no service is provided from the philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.